Manufacturer narrative:
The received device had the cannula assembly deployed. It was confirmed that the pink slide moved forward, and the formed needle was fully retracted. No issues were seen with the device or the data from the device. Although no issues were noted that would result in a needle mechanism failure, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the pink slide is in the viewing window.

Event description:
It was reported the needle did not retract, after removal indicating a needle mechanism failure. The patient's blood glucose levels were unaffected, and the pod was not worn.